Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost. After several attempts to connect and reconnect the spyscope, and rebooting the spyglass controller; the image was not anymore transmitted by the spyscope. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, a disrupted image displayed for roughly 5 seconds before visualization was lost. The disrupted image can be described as blue/orange lines across the screen with a purple hue. Image was not restored when the device was restarted. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. Analysis of the returned device found camera wire damage at the distal tip. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there were two additional complaints exist for the specified lot related to visualization. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost. After several attempts to connect and reconnect the spyscope, and rebooting the spyglass controller; the image was not anymore transmitted by the spyscope. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.